Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new IV set and 0.9% sodium chloride bag were attached to patient at approximately 0500 and infusion started at 125ml/hour. At approximately 0650 the patient notified the nurse that there was a problem with the IV set. The nurse noted blood backing up into IV set and leaking was noted from the split septum port that was closest to patient's IV catheter. The IV set was sequestered and sent to biomed. A new IV set was setup and the infusion continued. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.